Manufacturer narrative:
It has been confirmed by carefusion/bd that the complaint sample is not available for evaluation. Attempts have been made by customer advocacy to gain additional information from the customer and end user regarding the situation reported with the device. If a sample or any additional information becomes available a follow up emdr will be submitted. (B)(4).

Event description:
The customer reported that the "temperature probe popped out of the circuit close to the heater. The patient had a low oxygen saturation, and the loss of volume and peep caused this."